Event description:
(B)(4). Started heavy vaginal bleeding at the beginning of (B)(6) of 2014 and it would not stop. Was in the hospital twice for blood transfusions. Ended up having a hysterectomy at the end of (B)(6) of 2015.